Manufacturer narrative:
Manufacturer's investigation conclusion: the reported difficulty engaging the pump, serial number (B)(6), to the mini apical cuff could not be confirmed as the pump and mini apical cuff were not returned for evaluation. A specific cause for this event could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for mlp-058992 were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the records for mini apical cuff lot # 11012255 showed that the mini apical cuff passed all inspection and testing steps. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU rev. C is currently available. The IFU provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Section 5 of the IFU, "surgical procedures", states, if the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. This section also provides instructions on how to unlatch the slide lock and states that if the orientation of the pump requires adjustment, use a sterile surgical tool to unlatch the slide lock, if necessary. Section 5 of the IFU, under ¿caution¿, states, if difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. This section also warns that the suture knots should not interfere with the connection, and if a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. Furthermore, section 5 of the IFU also states that ¿during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency.¿ the heartmate 3 mini apical cuff kit IFU rev. E, in the ¿surgical procedures¿ section, explains how to prepare the mini apical cuff and the apical cuff holder for use. Section ¿directions for use¿ explains how to secure the mini apical cuff to the ventricle. This section also instructs the user that the mini apical cuff should be affixed only by the sew-then-cut method and pledgets should be placed no more than one and a half centimeters from the edge of the felt. Affixing the mini apical cuff using methods other than the prescribed technique can lead to challenges engaging the slide lock mechanism. In addition, this section describes how to insert the pump into the ventricle and provides cautions to help ensure the connection can be made. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the surgeon attempted to engage the locking mechanism over the mini cuff multiple times but was unable to secure it completely. Initially, they suspected that the issue was with the locking mechanism itself; however, it was determined that the surgical stitching technique was the primary factor, as the tissue was preventing the locking mechanism from latching fully. Considering this, the surgeon opted to open a new pump without allowing sufficient opportunity for the abbott representatives to test the original one. After opening the new pump, the surgeon encountered some difficulty in connecting it to the same mini cuff. Fortunately, they eventually found a way to secure it. After the procedure concluded to further assess the situation, the abbott representatives brought the original pump back and tested it with the standard cuff and implant kit. That worked perfectly locking fully, with the yellow line disappearing as expected. The patient did not experience any clinically significant delay in surgery due to the event, and the patient was reported to be stable post implant.